Event description:
Patient's posey alarm was going off, as patient was getting out of the chair abruptly and unassisted. When the nursing instructor entered the room to respond to the alarms, patient turned around and as he did so, his hemovac tubing became disconnected from the hemovac itself. The nursing instructor had blood splashed on her face. The patient stated the tubing has been falling off the drain since surgery. Even when lying still the device will disconnect. Staff identified they have been using tape to secure the hemovac tubing to the device. Event highlights infection risk for the patient and an employee biological expose risk. Team is aware of multiple cases of quality concerns regarding the tubing connection to the hemovac device.